Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: a non-olympus brand detergent was used, the automatic endoscope reprocessor hadn't been tested, and the endoscope wasn't sterilized. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for multiple colony forming units (cfus). When being tested after 48 hours, 2 cfus of enterococcus caselliflavus in a mixture with low risk organisms were found. When being tested 7 days later, 140 cfus of enterococcus caselliflavus in a mixture with low risk organisms were found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3. Please see b3 for further information.additional information added to d9, h3, and h4.this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacturer's (lms) final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 21 mar, 2024 sampling from: all channels cfu: 1cfu bacterial identification: escherichia coli sampling date: 05 apr, 2024 sampling from: air/water channel cfu: 2cfu bacterial identification: staphylocoques coagulase negativethe device was evaluated where no abnormalities were found that could have led to the reported event.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed; therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.